Manufacturer narrative:
Continuation of d10: product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2018; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (dilaudid 2,225mcg/ml) via an implantable pump. It was reported that the patient's pump site was infected so their pump and pump segment were replaced in a different location. There were no external factors involved and no troubleshooting was performed. The issue was resolved.

Event description:
Additional information received from the patient indicated that, after the pump was implanted, the patient fell while in the shower and the implant incision opened up and the incision was leaking all over the place and then she got a really bad infection. They had to remove the pump. The patient thought they had to remove the catheter also. The new pump was implanted in the right abdominal area. It was noted that the patient's pump medication had always been dilaudid.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.